Manufacturer narrative:
The case description states that the user's iob increased from 0.3 to 1.5u while insulin was paused. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the audit log files show that the user suspended insulin delivery at 15:15 on (B)(6) 2024 for 0.5 hours, and then this was resumed after the 30 minutes before starting another 0.5 hours of suspending insulin at 15:51. The audit file shows that the user was present before insulin delivery was resumed at 16:12. During these suspension periods, the phb file shows that the system was not delivering any pulses and was successfully in suspension. The user's iob was shown to increase from 0.3u to 1.4u before this suspension period was started. Once the suspension period was started the user's iob decrease from 1.4u to 0u. No problems were found with the user's ability to pause insulin delivery and the system was found to not deliver insulin during the suspension periods. The system was found to act as expected.

Event description:
It was reported the patient's blood glucose level dropped to 60 mg/dl. The patient reported that they suspended their pod insulin delivery, but the pod continued to deliver insulin. As treatment, the patient drank juice.